Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer became aware of an allegation that an end user developed a respiratory tract irritation, asthma (new or worsening), lung disease (unspecified) and there was a death reported while using a rep dreamstation auto CPAP. The device was returned to a third-party service center for evaluation. There was no evidence of visible foam particles. Secondary findings include scratched lcd screen, bottom enclosure damage. In addition, device has been updated and settings were corrected.